Manufacturer narrative:
Catheter model# 8709 lot# j11729r19 implanted: (B)(6) 2004 explanted:unknown.

Manufacturer narrative:
Final analysis of the pump revealed fluid path; reservoir access issues from drug residue.

Event description:
It was reported the healthcare professional (hcp) was able to aspirate the reservoir, but unable to fill it. They were finally able to get about 20 ml in after some time. It was later reported that they were unable to fill the septum with more than 3ml of medication in a 40ml pump. The patient's pump was explanted and they were implanted with a new 40ml pump. The patient did not experience any symptoms. The drugs in the pump were dilaudid and bupivacaine.

Manufacturer narrative:
Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
There was reported to be no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.